Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a free flow issue. Customer states they ran the pumps for (96) ninety-six hours with no repeat free flow. Customer's conclusion is this was user error event. This was reported to bd representatives during site visit. There was patient involvement but no harm.